Event description:
It was reported that "all the components were cemented in, cement hardened and trialed poly. Impacted the actual liner, doctor used the coaker to ensure that the locking mechanism would engage and the insert popped back out of the tibial tray. He checked to make sure that no soft tissue or cement was in the way to prevent locking. Tried two more times to impact, but it would not lock. Locking mechanism never engaged. Tried a new insert and this fell into tray, no impaction necessary. It is unclear whether or not this one locked in."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.